Event description:
Literature was reviewed regarding outcomes of non-anesthetist led conscious sedation for patients undergoing transcatheter aortic valve implantation. The study population included 2,000 patients who were predominantly male with a mean age of 80.7 years old. Multiple manufacturers¿ devices were implanted in the study population; 985 patients received a medtronic corevalve, evolut r, evolut pro, evolut pro+, evolut fx, or evolut fx+ bioprosthetic transcatheter valve delivered by delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: hypotension, cardiac arrest, annular rupture, aortic dissection, ventricular perforation, coronary occlusion, stroke, arrhythmia requiring permanent pacemaker implant, moderate to severe aortic regurgitation, and aortic valve re-intervention. Clinical observations that may have occurred during use of dcs: access site vascular complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: maznyczka et al. Outcomes of non-anesthetist led conscious sedation for 2000 transcatheter aortic valve implantations. Catheter cardiovasc interv. 2026 feb;107(2):639-646. Doi: 10.1002/ccd.70392. Epub 2025 dec 2. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.